Event description:
A complaint was received regarding low sensor scan values while using the adc device compared to a hospital meter. On (B)(6) 2022, a sensor scan of 66 mg/dl was compared to a hospital glucose test of 306 mg/dl, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. As a result, the customer experienced tremors and was provided 1 liter of serum and insulin by a healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.